Manufacturer narrative:
UDI# (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 23mm aortic valve for unknown duration was explanted for unknown reasons. The patient received an unknown replacement valve and coronary artery bypass grafting (CABG). The patient is reported to be doing well post procedure.

Event description:
It was reported that a 23mm aortic valve was explanted at implant due to perivalvular leak. The leak was localized under the commissure in between the left and right sinuses. The valve itself appeared intact. The surgeon attempted to repair the leak by adding additional sutures. The leak persisted and the surgeon elected to explant the device and replace it with another 23mm aortic valve. Additionally, the surgeon performed concomitant CABG x1. The patient transferred to the ICU in stable condition post procedure. The patient's postoperative course was complicated by a junctional rhythm. The patient was placed on dopamine and converted from junctional rhythm to atrial fibrillation with a heart rate 100-110. Dopamine was weaned off and she was placed on a beta blocker. The patient was converted to normal sinus rhythm and remained there until discharge on post operative day 4.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.